Manufacturer narrative:
This device remains implanted but out-of-service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance measurements, and a lead conductor fracture was confirmed by radiology. Subsequently, the lead was surgically capped/abandoned and another ra lead was successfully placed. Besides intervention, there were no other adverse patient effects reported.